Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that "the she" experienced low blood glucose level . Blood glucose level of the customer was under 50 mg/dl. The customer was treated with the coke and then blood glucose level increased to 77 mg/dl. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for the analysis.